Event description:
Complainant alleged that during biomed testing the device was unable to detect an ECG signal from paddles or ECG leads. Complainant indicated that there was no pt involvement in the reported malfunction.